Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was in the hospital due to experiencing a stroke. There was a report that intrinsic sensing was unable to be obtained with the ra lead. There were also low pacing impedance measurements less than 200 ohms, that coincided with the timing of when the patient had the stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicated there has not been any troubleshooting or intervention regarding this issue. There was no know significance between the timing of the patient's stroke and the low impedances. The on call cardiologist planned to manage the patient and contact the sales representative if assistance was needed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.